Event description:
On (B)(6) 2015, the reporter contacted animas, alleging other (unusual) issue. The reporter stated that the pump is completely down. No additional information was available at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box dates from (B)(4) 2014. Black box shows no evidence of a "no power" event. The pump powers with returned battery cap. Battery cap is able to fully tighten however battery cap gets stuck. "Coin slot" on top of the battery cap is damaged, making installation and removal of battery cap difficult. A battery compartment crack is observed below grip pad. The pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. A "no power" event was not duplicated during investigation. There was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.